Manufacturer narrative:
(B)(4). It has been reported that the device would not be returned for evaluation. A lot number was provided. Upon review of the manufacturing records, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a codman pattie did not have a string attached. The pattie never entered the patient's body, but was contaminated with blood and discarded. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.